Event description:
Optician reported that a pt experienced deep epithelial erosions on the superior cornea o.u. With a pair of diagnostic lenses. The lesions were 3 mm. On to the cornea, arcuate, 0.5 to 0.75 mm. Across and 3 to 4 mm. Long. The erosions resolved on discontinuance of lens wear but left a residual scar. The residual scar is superior and does not affect visual acuity. The pt resumed lens wear with a different type of toric lens.